Event description:
It was reported by the patient that they had a "bad device". Follow up with the clinic determined that within a month post implant of the right ventricular (rv) and right atrial (ra) leads that the patient had thrombectomy and thrombolysis of the right brachial artery and subclavian veins. The ra and rv leads remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.